Manufacturer narrative:
The report of stiffening along the pump cable was confirmed through a photograph that was provided by the user facility; however, a specific cause for this change in flexibility could not conclusively be determined through this evaluation. There was no discoloration in the driveline and no fluid was visible under the in-line connector bend relief. There were no cuts, tears, or other evidence of wear/damage to the pump cable and no sutures were tied to the pump cable. It was reported that the exit site was dressed with fixomull stretch and regularly cleaned with octenisept without alcohol. The driveline was not exposed to any other agents or medications. The modular cable did not show any signs of stiffening. Information regarding the patient's shampoo and body wash was not available. No further information was provided. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's driveline "crunches" when moving. There was no discoloration in the driveline and no fluid was visible under the in-line connector bend relief. There were no cuts, tears, or other evidence of wear/damage to the pump cable and no sutures were tied to the pump cable. It was reported that the exit site was dressed with fixomull stretch and regularly cleaned with octenisept without alcohol. The driveline was not exposed to any other agents or medications. The modular cable did not show any signs of stiffening. Information regarding the patient's shampoo and body wash was not available. No further information was provided.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 74 days. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) l2017. It was reported that during a routine outpatient visit on (B)(6) 2017, the vad coordinator observed that the driveline was slightly stiff 10 cm past the driveline exit site. The patient was asymptomatic and was discharged home. Reportedly, a follow-up appointment has been scheduled in 4 weeks. No additional information was provided.